Manufacturer narrative:
Based on the current information provided, it is unknown if the prograsp forceps instrument was grasping tissue and if the customer was able to successfully to open the jaws to release tissue. It is unknown when or why the surgeon made the decision to convert the procedure to open surgery. Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was installed and removed from the in-house system without any issues and the irk (instrument release kit) was not required upon removal. The instrument was fully functional. A review of logs shows an instrument manual grip release misuse error, indicating the manual grip release wrench was used while the joints were in a locked state and the user may have attempted to use the emergency grip release without pressing the e-stop. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the prograsp forceps instrument was opened in emergency with key. The procedure was converted to open with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.